Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.5x12 mm trek balloon dilatation catheter (bdc) was being used for pre-dilatation of the lesion; however, the inflation could not be seen on angiography. The balloon could be seen to be positioned; however, inflation of the device could not be visualized. The trek bdc was removed and inflated outside the anatomy but there was no evidence of a leak. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Visual and fluoroscopy inspections/analysis were performed on the returned device. The reported difficult or delayed positioning (visibility) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.